Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that the plunger of a insulin cartridge could not be detached from the piston rod in her infusion device when she was attempting to change her infusion cartridge. As a result, insulin in the cartridge leaked into the cartridge chamber of the infusion device. At the time of the report, she had already detached the plunger from the piston rod. She dried the inside of the cartridge chamber. Shen then inserted a new insulin cartridge and primed the system. She returned the infusion device to run mode and it functioned properly. During troubleshooting with a company representative, she acknowledged that she had not returned the piston rod prior to changing the insulin cartridge as described in product labeling. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.